Event description:
The customer reported "intermittent touchscreen responsiveness issues, requiring repeated taps to navigate and select functions". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.